Event description:
It was reported that the pump exhibited error code 1260. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown one device was returned for analysis. Visual inspection showed damage to the rear housing top label. Review of the event history log (ehl) was not performed due to error code 1260. A functional test was performed, and the reported issue was duplicated. The probable cause of the reported issue was due to damaged microprocessor unit board clock battery. As a result, the microprocessor unit board and rear top label were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.